Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: the keypad was found to be peeling up at the ok button. All keypad buttons were intermittently responsive during testing. The keypad cover was removed and contamination was found under all the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue: up and down arrow buttons under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.